Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had station was down with a pop up showing as fatal data error has occurred. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a fatal error. A technical support specialist (tss) connected to the station, checked the station logs and found station with data base connection error. Then the station had been reconnected, and the station was operational with a user logged into station at that time. The tss reported that the issue might be related to network error and was corrected. The system functioned as intended after the technical support specialist troubleshot the device.